Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis presented with an infection. A revision surgery was performed, during which the physician confirmed that the patient had swelling at the incision site along with an inflamed scrotum. The device was explanted. There were no further patient complications.